Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted and a repair of the percutaneous lead was performed due to silicone separation from the metal connector. During the repair, it was noted that the area had been previously secured with rescue tape and was found to be moist with purulent drainage. Staff was made aware of this and they reported that the pt had recent drain placement for pump pocket infection with unk etiology. The area was treated with rescue tape. Rescue tape was given to charge nurse to give to the vad coordinators. The MFR's clinical specialist discussed a possible pump end bend relief fracture and that it, may have been the source of the pump pocket infection. An x-ray of the pump was encouraged to assist with a diagnosis of the pump end bend relief fracture. Add'l info received revealed that the pt's vad was explanted secondary to a device-related infection. At explant, an intracorporeal portion of the driveline, near the pump body was found to be fractured. The pump was exchanged with another MFR's pump.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.